Event description:
Nurse reported pump error, stating the motor was not working. Nurse was able to complete the infusion and no dose was missed. No further information, details or dates provided. Pump is being replaced. Unknown if pump is on hand for return to manufacturer. No additional adverse events reported. Serial number: (B)(6).